Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the patient's iris nasoenteric tube clogged. All attempts to dislodge the clog were unsuccessful. A new tube had to be placed. The tube was placed about two weeks ago.

Manufacturer narrative:
A device history record review could not be performed because a serial number was not received with the complaint. However, as part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. All tubes must pass a 100% leak test before being packaged and shipped. There were no samples or photos received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported condition and determine the root cause. If samples are received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.